Event description:
It was reported that episodes of non-sustained lead noise were detected due to crosstalk. Programming changes were made. A fluctuation in pacing lead impedance was also noted; further testing was recommended. At the next follow-up no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.